Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported the patient was on impella cp support and after the implant, the impella began alarming, low purge pressure. Purge cassette was changed, d 10 substituted as purge fluid, and console was switched in an effort to alleviate alarm. Upon further inspection, once the field was cleared, it was discovered that the purge side arm at the red impella plug was leaking profusely. Decision was quickly made to remove pump and replace with new device. There was no patient harm.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The root cause of the purge leak - pump was most likely due to a damaged sidearm, however, the exact location of the leak could not be definitively determined as no product was returned for evaluation.